Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, contrast was injected and it was noted that the contrast was travelling around the pericardium indicating the patient had developed a pericardial effusion. The case was aborted while the patient was not under general anesthesia. An echocardiogram and pericardiocentesis were performed and the patient's blood pressure dropped. The physician suspected they had "perforated the posterior wall of the appendage." The patient was monitored and their hospital stay was extended. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 2ach25 mapping catheter with lot 11163839 was returned and analyzed. Visual inspection of mapping catheter showed that the device was intact with no apparent issue. No coagulated blood or saline was observed. A mechanical steering test was performed and the mapping catheter was functioning normally. The reported clinical issues (hypotension, perforation, and pericardial effusion) occurred during the procedure and were not confirmed through product analysis. In conclusion, there is no indication of a relation of the adverse events to the performance and malfunction of the product. If information is provided in the future, a supplemental report will be issued.